Event description:
It was reported that a revision surgery was performed due to a mobi-c mobile core that fractured into multiple fragments and migrated, allowing the superior plate to migrate and collapse. Not all the fragments could be retrieved from the patient. The surgeon converted the patient to a fusion. Cultures of cutibacterium acnes were found in the explant and the patient was treated with antibiotics for 8 weeks.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the inferior plate (mb063k lot 279155/3), polyethylene insert and superior plate (part/lot number illegible) were returned. The polyethylene insert is fractured and the superior plate has gouge marks along the edge. The gouge marks may be a result of the implant being removed during the revision surgery. X-rays were also provided and reviewed as part of the investigation. The x-rays showed that the superior endplate and poly core had both migrated. DHR review the inferior and superior plates were returned, however the part/lot number is illegible on the superior plate therefore a prosthesis part number is unable to be determined to locate a DHR for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Corrected information in b3 and e1: establishment name. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed due to a mobi-c mobile core that fractured into multiple fragments and migrated, allowing the superior plate to migrate and collapse. Not all the fragments could be retrieved from the patient. The surgeon converted the patient to a fusion. Cultures of cutibacterium acnes were found in the explant and the patient was treated with antibiotics for 8 weeks.

Manufacturer narrative:
E1 phone number: (B)(6). G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed due to a mobi-c mobile core that fractured into multiple fragments and migrated, allowing the superior plate to migrate and collapse. Not all the fragments could be retrieved from the patient. The surgeon converted the patient to a fusion. Cultures of cutibacterium acnes were found in the explant and the patient was treated with antibiotics for 8 weeks.